Manufacturer narrative:
(B)(4). The set has been rec'd and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported set leaked during an IV fluid infusion. Leak is near the burette and drip chamber connection. No pt harm or medical intervention required. Customer states that no further pt or event info is available.